Manufacturer narrative:
Lot number - potential lots 181102d, 181210d. Expiration date - 2019-04 and 2019-05. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - 02/nov/2018, 10/dec/2018. The actual device was not returned for evaluation. Based on the result of our investigation, the root cause of the complaint could not be identified. Since actual sample was not returned for investigation, we cannot determine the details of its actual condition. However, tc inspected 5pcs retention samples and no defect was noted and passed protector fit force test. Retention samples showed no nonconformity and 13pcs/lot also subjected to protector fit force test showed passed results. Moreover, when 3pcs/lot retention samples were subjected to simulation, no difficulty was encountered on protector removal and no needle stick encountered during protector recapping similar to the complaint. Our needles are assembled under validated parameters using automated machine with uniform pressing force applied simultaneously to 50 needles to ensure good fitting of the protector into needle hub. Lot history files showed no related trouble or any irregularity during production that could lead to the complaint. We have series of in-process inspection and qc conducts outgoing inspection prior shipment that includes visual and functional tests. All samples passed. (B)(4).

Event description:
The user facility reported that the terumo needle had a tight fit connection between needle and protector. It was hard to open. When they tried to recap the needle after filled with medicine (vaccine), the user got injured. The user incurred a needle stick when he/she recapped the needle. The user was not infected.